Event description:
A nurse reports four patients with corneal burns that occurred during surgery. The other 3 events are being reported on the following manufacturer numbers: 2028159-2007-00130, 2028159-2007-00132, 2028159-2007-00133. Additional information has been requested.

Manufacturer narrative:
A field service engineer was dispatched to the site to evaluate/investigate the device. He found and replaced one cassette that was sticking, but found the unit was operating per product specifications.